Event description:
Customer's mother alleged customer's blood glucose on compact plus system was 32mg/dl with no symptoms. Mother gave customer juice. Mother alleged blood glucose on compact plus was 169mg/dl 4 minutes after previous test. Mother gave 1 unit bolus of insulin (type unk) through customer's insulin pump. Mother stated customer has no symptoms and slept until morning. A request was made for the return of the suspect device and replacement product was sent.